Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pump lever handle is broken. This event has not ruled out patient involvement, as if event occurred during therapy, this may cause an interruption in therapy, along with harm depending on medication infused in a critical need.